Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations and impressions were made by an edwards medical director. Observations: cine: mild-moderate aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac. Coaxial alignment is poor with significant lateral bias. Image intensifier angle (iia) is fair (valve deployed moderately tilted). No loss in pacing capture. Ventilation was not held during deployment. Pre deployment positioning was 55:45 a/v and the valve was deployed without significant movement. Post deployment aortogram demonstrates ar. Impressions: minimal calcification of the aortic annulus, narrow calcified stj, poor iia, poor coaxial alignment, failure to hold ventilation, loss of pacing capture are among the more common features (risk factors) that can contribute to valve embolization. In this particular case, relevant features included minimal calcification of the aortic annulus, poor coaxial alignment with lateral bias, failure to hold ventilation, and fair iia leading to a slightly tilted xt during deployment.

Manufacturer narrative:
The valve and delivery system were returned for evaluation. Visual inspection of the delivery system revealed that the flush port stopcock was broken. This appeared to be related to return shipping. Cracks were also observed on the balloon port. Follow-up with the customer confirmed no damage was present prior to shipping the device. Visual inspection of the valve revealed that the valve was partially expanded and the frame expansion appeared non-uniform. The delivery system balloon was inflated to nominal size and was within the outer diameter (od) specification. The valve od was measured post inflation with the returned delivery system. All outflow measurements were found within specification. Inflow measurements were below specification; however, an increase in diameter was noted at all locations. Due to the valve being previously expanded in the native annulus of the patient prior to testing, the struts of the valve were not uniform during inflation. Therefore, the under expansion of the inflow of the valve is not suspected to be a malfunction of either the delivery system or valve. The complaint of an under-deployed valve was confirmed due to the returned condition of the returned valve; however, no manufacturing non-conformance was identified in the returned valve or delivery system. During evaluation, the valve was able to be further deployed with the returned delivery system during functional testing. At this time, the cause of the valve under-deployment cannot be determined. Potential contributing factors for under-deployment include incorrect prep volume or possible incomplete emptying of the atrion syringe during deployment. The device preparation manual for the sapien xt transcatheter heart valve with novaflex+ system instructs the user to ensure the specified volume of inflation medium is used. The manual notes that designated inflation volumes are indicated on the y-connector of the delivery system. The manual also states that once the system is de-aired, the user should ensure no fluid is left in the balloon and the delivery system should be left on neutral pressure. Specific instructions are provided about removing remaining air bubbles and extra contrast from the inflation device so that the appropriate volume required for deployment will be delivered; and that the top seal of the plunger should be aligned with the white volume marker on the inflation device, to achieve correct volume. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode. Therefore no preventive or corrective action is required.

Event description:
During transfemoral deployment of a 26mm sapien xt valve , the valve did not appear to fully deploy; therefore, 3cc was added for post dilation. When trying to re-cross the valve with the delivery system, the valve suddenly embolized into the ventricle. Attempts were made to retrieve the valve with a 26mm numed bav balloon, unfortunately without success. The patient was converted to an open procedure with a short proximal "j" sternotomy. The patient was placed on pump, the aorta was opened and the valve was removed. The savr was finished with success. At last report, the patient was stable without any further complication. Initially the valve was positioned 50:50 as seen by fluoro and deployed under rapid pacing without any problems. The valve deployed with nominal volume of 22ml. The ejection fraction was 45%, the sinotubular junction diameter measured 26mm and the sinus of valsalva (sov) diameter measured 29mm.